Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when required.

Event description:
It was reported, that the tracheostomy tube was set and found leaking after 3 days in use. The airway surface of the patient is confirmed, smooth which checked in hospital. No injury reported.

Event description:
Additional information received via email. The event date was updated from (B)(6) 2023 to (B)(6) 2023.

Manufacturer narrative:
H3 - device evaluated by manufacturer, h3 - device evaluated by manufacturer, and h6 - evaluation code: updated device evaluation: two units were returned for investigation in used condition without original packaging. Visual inspection showed that the cuff in both samples were torn. Functional testing confirmed the complaint when both devices failed the leak test. According to the instructions for use the device is to be checked if the product has any damage after being used and cleaned for subsequent uses in the patient, the root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken at this time due to root cause being improper use. Complaints will continue to be monitored.